Manufacturer narrative:
An eval of the device cannot be performed as the device could not be found in the hosp and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "constrained liner failed for the second time. This is a second revision for this pt ((B) (6)). The bipolar component itself came entirely out of the constrained liner, same as before."